Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's wife reported via phone call that her husband experienced high blood glucose level of 438 mg/dl. Customer stated that the cannula was bent and blood glucose was not going down. The customer was using auto mode feature at the time of incident. No further details were given. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with missing retainer ring and reservoir tube lip o-ring. Device received with partially broken off piece at the reservoir tube lip. Unable to perform displacement test, occlusion test and p-cap / reservoir will not lock properly due to missing retainer. Device passed rewind, prime or seating, basic occlusion and force sensor test. (B)(4).